Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Additional device information unknown / not provided.

Event description:
Doctor reported implant fracture at tooth site 37 at the top of the implant together with the connection screw. The rest of the implant was removed through osteotomy.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4) the following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative one certain ® prevail ® implant 4/5/4 x 8.5mm (iios4585) was returned for investigation. One certain® gold-tite® hexed screw (iunihg) was reported but not returned for investigation. Visual evaluation of the as returned product identified fracture across the threads. Device history record (DHR) review for the lot (779350) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (779350) for similar events (complaint category keywords: fracture: implant) and no other complaint was identified. Therefore, based on the available information, device malfunction did occur for the implant and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.